Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6 - results - 1562 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. Visual inspection upon receipt revealed that the urethane outer layer had been sheared off on approximately 35mm - 135mm from the distal end of the device. Magnifying inspection of the urethane outer layer - sheared segment revealed that the urethane outer layer had been semi-circumferentially sheared off the wire, where the core wire was exposed. The shear cross-section of the urethane outer layer was in the smooth state. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. Visual inspection of the competitor's puncture needle revealed no anomalies or defects. Functional testing was conducted. A current guidewire sample was inserted into the competitor's puncture needle and withdrawn from it in the manner of the guidewire sample having contact with the puncture needle. The urethane outer layer was sheared off from the guidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. The shearing of the urethane outer layer was found to be similar to the actual sample. A review of the device history record and the product release decision control sheet of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the investigation results it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic puncture needle used in combination with the actual device. As the result, the urethane outer layer became sheared off the wire. The IFU states: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a separation of the urethane layer when using the radifocus guidewire m device. After the appendicitis operation, an ultrasonic abscess drainage was required. The user found a foreign substance while he was positioning with the use of the actual guidewire sample through a puncture needle by rotating the actual guidewire sample inside the puncture needle. He withdrew the actual guidewire sample and found that the urethane outer layer had been sheared off the wire on approximately 3 - 10 cm from the distal end of the device. The sheared urethane outer layer remains in the patient's abdominal cavity. It was reported that it has not been determined yet if they are going to implement a surgical intervention.